Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pt revised for adverse reaction to metal in locking plate. Surgery extension due to screw breaking.

Event description:
Caller reported blood glucose results of 576 mg/dl and "50 to 60" mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.